Manufacturer narrative:
Investigation completed on a smiths medical intubation/portex endotracheal tubes. Complaint of tube leaking was confirmed. Evaluation was done on p/n 100/199/080 with lot number unknown. Visual inspected from the distance recommended 12" to 16" with results revealing incomplete seal of cuff, so therefore complaint was verified. Manufacturing reviewed with 100% compliance of production prior to release. Action was taken to update manufacturing procedure for cuff welder operation ?mp tmfl-tj080 rev. 103 tracheal manual flow line- hot air weld cuff to tube. ?in order to clarify criteria inspection for cuff seal. Co-10079531. Completed on 30/apr/2019.

Event description:
Information was received indicating that immediately after starting to use the portex endotracheal tube the customer noticed there was a leak. There were no adverse events reported.